Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported "during my pregnancy, a rupture occurred", "I suffered from severe pain and high psychological stress" and "the implant is affected by a recall". Healthcare professional later reported "seroma, pain, capsular rupture". This record is for the right side. The device was explanted.